Event description:
It was reported a spectrum pump was involved in an incident where a nurse hung the baxter tubing upside-down in the pump and it became twisted on the pole. The pump did not alarm for an occlusion and began pulling blood from the pt's line due to the reverse set load. Tpa was administered to unclot the line. There was not pt injury reported.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.